Event description:
It was reported that the patient experienced wide glucose fluctuations while using the ilet, with values ranging from a low of 54 mg/dl to a high near 400 mg/dl, prompting customer support to assist with pairing the ilet to ilet mobile, a full supply change, and a factory reset; the patient used oral glucose to treat lows. Investigation included remote troubleshooting, education, and device setup support. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event characterized as hyperglycemia with cause unclear alongside episodes of hypoglycemia. Symptoms included shaking/tremors associated with hypoglycemia and hyperglycemia. Outcomes included no reported emergency care, hospitalization, alerts, or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.